Event description:
It was reported that the patient presented for an implant procedure. Before pocket closure, it was noted that the pacemaker was pacing intermittently. The pacemaker was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of pacing intermittently was not confirmed. The device was above the elective replacement indicator (eri) level upon receipt. Electrical and mechanical analyses were performed and indicated normal functionality. Further evaluation of the output signal found normal pacing parameters. Additionally, visual inspection of the header and connector revealed no contamination or foreign material that could have contributed to the reported event, and review of the device history record (DHR) indicated that all manufacturing and inspection operations were performed and that the device passed all tests prior to distribution. A longevity assessment was performed, and the device was found to be operating within the normal range with appropriate remaining longevity.